Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used in a ureteroscopy procedure on an adult female patent (age and weight unknown). According to the complainant, during stent exchange procedure the stent was found to be encrusted and unable to be removed. A sensor guidewire was placed through the stent, however, it would not advance. They reported resistance was met when they attempted to remove the wire. When they were able to pull out the guidewire, it was noted that the proximal tip of the wire had unraveled about 4 cm. They were able to remove the guidewire in one piece and completed the case with a second sensor guidewire with no problems. The patient was reported to be "fine" at the conclusion of the procedure.

Manufacturer narrative:
Investigation of the information provided indicates the root cause is insufficient maintenance by the customer and pre-analytical sample handling. The customer is not performing daily maintenance as required. In addition, the samples are drawn at different sites and the samples may or may not be centrifuged before sending to the customer. The clotting time for their in-house serum samples is too low, at 10-20 minutes. Clotting time should be at least 30 minutes. No analyzer malfunction could be detected. Customer could not provide medical history or diagnosis for patient samples. No adverse events in relation to the falsely low sodium result were reported.

Event description:
User experienced ongoing issue with low patient sodium results starting approximately (B) (6) 2009 for multiple patient samples. Fifteen patient examples were provided. Only the following two patient samples were discrepant. On (B) (6) 2009: patient 1, initial result gave 132 mmol/l and was reported. The doctor requested the sample be repeated. Sample repeat gave same result as initial- 132 mmol/l. On (B) (6) 2010, the same sample was sent to another facility for testing which gave 140 mmol/l. User said they called the doctor with the sodium result of 140 mmol/l. Patient was not treated based on the initial result reported. On (B) (6) 2010: patient 2, (no patient demographics provided), initial result gave 128 mmol/l and was reported. Sample was repeated giving 134 mmol/l. No corrected report was issued. It is unknown if patient was adversely affected. Sodium electrode lot number 2159256. Sample type is serum. The field service representative was unable to find a cause. To verify analyzer performance he verified air/mix & dry settings, ran calibration and performed a precision study with acceptable results.